Manufacturer narrative:
Investigation summary: based on the device evaluation, a product malfunction could not be confirmed as the most probable cause of the reported events . Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon performed with product specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his artificial urinary sphincter (aus) was not functioning as expected. A revision surgery was performed and tests showed that a hole in the balloon caused saline leakage. Therefore, the balloon was replaced at the discretion of the doctor. The cause of the balloon hole has not been confirmed by the hospital. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his artificial urinary sphincter (aus) was not functioning as expected. A revision surgery was performed and tests showed that a hole in the balloon caused saline leakage. Therefore, the balloon was replaced at the discretion of the doctor. The cause of the balloon hole has not been confirmed by the hospital. The patient had a good outcome following the procedure.